Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned and after the procedure, the customer restarted the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm cannot move on the ceiling due to motorized movement not available. Review of the system log file showed motor assembly error. Upon troubleshooting, rse found that the issue was due to ceiling travel drive motor error. Rse suggested to turn the power back on and check the operation of the device. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device's c-arm was unable to move. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.